Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was home and on antibiotic therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient has had relapsing peritonitis (a new episode of peritonitis that occurs within four weeks of completing antibiotic treatment for a previous episode. The new episode is caused by the same organism) since (B)(6) 2024. The patient was initially seen in the pd clinic on that date with cloudy pd fluid. A pd culture was obtained. The patient was diagnosed with peritonitis. Antibiotic therapy was initiated with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture resulted positive for staphylococcus capitis and staphylococcus simulans. The patient completed the antibiotic regimen, and a repeat culture (date unknown) showed the peritonitis did not clear. The patient was restarted on ip vancomycin (date not provided). The patient has completed several rounds of antibiotic therapy since june, but the peritonitis has not cleared. The dates of the repeat cultures and antibiotic rounds were not provided. The patient was seen in the pd clinic last week (week of (B)(6) 2024) and the pd fluid was still cloudy. All subsequent cultures have grown the same organisms. The patient has not been hospitalized. The pd catheter has not been pulled, but the it is expected to be pulled in december (no date was provided). The patient is currently completing another round of ip vancomycin. The cause of the peritonitis is touch contamination by the patient. There was no additional information available pertaining to the relapsing peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was home and on antibiotic therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient has had relapsing peritonitis (a new episode of peritonitis that occurs within four weeks of completing antibiotic treatment for a previous episode. The new episode is caused by the same organism) since (B)(6) 2024. The patient was initially seen in the pd clinic on that date with cloudy pd fluid. A pd culture was obtained. The patient was diagnosed with peritonitis. Antibiotic therapy was initiated with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture resulted positive for staphylococcus capitis and staphylococcus simulans. The patient completed the antibiotic regimen, and a repeat culture (date unknown) showed the peritonitis did not clear. The patient was restarted on ip vancomycin (date not provided). The patient has completed several rounds of antibiotic therapy since june, but the peritonitis has not cleared. The dates of the repeat cultures and antibiotic rounds were not provided. The patient was seen in the pd clinic last week (week of (B)(6) 2024) and the pd fluid was still cloudy. All subsequent cultures have grown the same organisms. The patient has not been hospitalized. The pd catheter has not been pulled, but the it is expected to be pulled in december (no date was provided). The patient is currently completing another round of ip vancomycin. The cause of the peritonitis is touch contamination by the patient. There was no additional information available pertaining to the relapsing peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of relapsing peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler set. Additionally, there was no allegation of a cycler set defect reported for this event. The pdrn reported the cause of the patient¿s relapsing peritonitis was touch contamination by the patient. Most cases of pd related peritonitis are caused by touch contamination by the patient and the most common pathogens are coagulase-negative staphylococcal species which commonly colonize human hands and skin. Relapsing or recurrent peritonitis is often seen in cases of coagulase-negative staphylococcus peritonitis. Relapsing peritonitis usually requires catheter removal followed by replacement. Based on the available information no allegation or evidence of a defect or deficiency, the liberty cycler set can be excluded as the cause of the patient¿s relapsing peritonitis event.